Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, exchange.

Event description:
Healthcare provider called to report a left side rupture and capsular contracture, baker grade iii, on an unknown side and bilateral exchange. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken shell, part of the shell is missing, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify crease smooth, stress mark. Based on the device analysis the final assessment is: a crease smooth broken in radius side assessed as fold flaw opening. A crease smooth opening in posterior side assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional additionally reported left side "tremendous amount of calcifications inside capsule & rock hard silicone granuloma".